Manufacturer narrative:
Corrected information was provided in d1 (brand name). Corrected information was provided in d4 (UDI) and h4. Upon review, it was identified that these were inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the access site adverse event was not determined due to insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 62 year old female was admitted for high-risk percutaneous coronary intervention. Following the procedure, the patient deteriorated and was again brought to the catheter laboratory. An impella cp was placed. Some oozing was noted alongside the catheter that persisted after transfer to the intensive care unit. On the same day, a retroperitoneal bleeding of the contralateral site was found and the patient was taken to a surgical cutdown and vessel repair. While the bleeding wasn't caused by the impella, it might have been aggravated by the need for continuous anticoagulation. Following two days of support, the pump was successfully weaned and removed.